Event description:
Consumer alleged right brake broke off. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. The chair was distributed to the consumer by (B)(6) in (B)(6) 2010. (B)(6) allegedly does all repairs on the chairs they distribute.